Manufacturer narrative:
A device evaluation confirmed the customer allegation. Additionally, it was noted the adhesive part of the bending section cover was detached. The image guide (ig) protector had a cut. Switch cover, switch and grip had a scratch. The suction cylinder and forceps channel port was shaved. The device exhibited low angulation due to stretching of the angle wires and play of the knobs was out of normal. Due to damage on charge coupled device (ccd) unit, the image had black dots and the specified resolving power is not obtained with autofluorescence imaging (afi) mode. The c-cover had a scratch and adhesive around the light guide (lg) lens had a discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, an inspection of the videoscope exhibited wrinkles on the insertion tube. The device was retuned and a device evaluation revealed presence of foreign material in the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information. Reporter name and contact number updated based on new information along with event date and event information. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the device was returned as part of annual inspection. Although customer was trained as per instructions for use, customer did not brush enough during reprocessing. So, device was not correctly reprocessed at the time of pickup of device for inspection at repair center.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.